Manufacturer narrative:
Evaluation of device and the planning and procedures determined there are areas of under segmentation at the lateral anterior arm and medial distal arm of the femoral guide which might have created difficulties in fitting the guide onto the patient's anatomy. Large tibial osteophytes might have been responsible for difficulties in registering the tibial guide onto the bone.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. During the procedure, it was noted the signature guides did not fit the patient. The procedure was completed with the backup instrumentation and there was no delay or injury to the patient.

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012 utilizing the signature guides. During the procedure, it was noted the signature guide mold did not line up correctly. The procedure was completed with the implants and there was no delay or injury to the patient.

Manufacturer narrative:
(B)(4).